Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc), to report discordant, reactive rub m results were obtained when samples from two patients were tested using vitros rub m lot 1540 on a vitros xt7600 integrated system. The results were discordant when compared to negative non-vitros rub m results for the same patient samples. Additionally, false reactive vitros rub m lot 1540 results were obtained from a non-vitros (biorad) qc when tested on the same vitros xt7600 integrated system. Patient 1, vitros rub m results of 2.13 and 2.30 s/c (reactive) versus, the non-vitros rub m method result of negative patient 2 vitros rub m results of 2.79 and 3.34 s/c (reactive), versus the non-vitros rub m method result of negative biorad viroclear torch lot 109700. Vitros rub m results of 1.44, 1.80, 2.06, 1.53, 1.51, 2.28, 2.63, 1.73, 1.77, 1.94, 2.04 and 2.47 s/c (reactive) versus, the expected result of negative biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The discordant, reactive vitros rub m results for the patients were not reported from the laboratory. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).

Manufacturer narrative:
The investigation determined, that discordant, reactive rub m results were obtained when samples from two patients were tested using vitros rub m lot 1540 on a vitros xt7600 integrated system. The results were discordant when compared to negative non-vitros rub m results for the same patient samples. Additionally, false reactive vitros rub m lot 1540 results were obtained from a non-vitros (biorad) qc, when tested on the same vitros xt7600 integrated system. The most likely cause of the event is an instrument related issue. The specific issue with the instrument that caused the false reactive results was not determined. However, a shift in vitros rub m results from biorad qc testing were first observed following service actions to the instrument on 09 february 2023, when the luminometer was replaced. The instrument was accepted back into operation. However, vitros rub m results obtained from biorad viroclear/virotrol qc testing and patient sample testing were unacceptable following service actions. Additional service actions were performed, that included soak volume adjustments, service to well wash subsystem, and decontamination and cleaning of the microwell incubator. Diagnostic precision testing following instrument cleaning and maintenance was acceptable days following the latest service actions on the instrument. Vitros rub m lot 1580 results were acceptable from biorad qc testing, following the latest service actions to the instrument and no further issues have been reported. Ongoing tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros rub m lot 1540.